Event description:
Additional information received later indicated that patient still had concerns with their device or therapy but have not sought further help. It was also reported that patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. Appointment was scheduled in (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0ahbp, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was currently at program 2 at 4.3v and stimulation was intermittently shutting off. It was reported that the top button did not work to keep stimulation on. The patient further clarified the check (stimulation on icon) did not stay on. The patient recently made an adjustment switching to program 2 and that was when stimulation started to turn off. The patient reported that she turned stimulation back on and noticed 15 minutes after that the stimulation turned off. The patient was not hitting the middle button when turning stimulation back on. It was indicated that the intermittently turning off started several days ago and patient noticed she started wetting because the stimulation was off. Programmer was probably working based on patient reporting programmer was in good working order. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.